Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an alert 38 indicating a motor stall on the pump while not interacting with the device, after which the user restarted the pump, performed a successful dry run, replaced all infusion supplies, and completed the supply change without recurrence of the alert. Symptoms included no reported adverse clinical effects. Outcomes included resolution of the alarm after restart and supply replacement, with continued therapy use. Investigation included troubleshooting with a device restart and a dry run, followed by replacement of consumable components. Investigation of this case revealed that the pump motor had stalled but functioned normally after restart, and no persistent device or component malfunction was observed after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was transient motor stall consistent with use conditions, resolved by restart and supply replacement.